Event description:
The patient reported that about 2 weeks ago he checked his blood glucose level, and it was high (410 mg/dl). His normal range is 80-200 mg/dl. He went to change his infusion site when he noticed that the tubing had torn and was leaking insulin. He changed the infusion set and administered an insulin bolus to reduce his blood glucose values. No medical assistance was required. The patient did not report any symptoms associated with the elevated blood glucose values. Product was requested to be returned.

Manufacturer narrative:
Issue described to agency in recall# 2183996-03/21/06-001-r